Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received 19 customer samples and 2 customer photos for investigation. A total of 19 samples were visually inspected for tray pack residue, and all samples failed this inspection. Additionally, functional tests for low or no draw were performed, and the indicated failure mode for underfill was observed. The provided photos showed a broken tray pack and eps beads covering the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged, underfill and tray pack residue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.